Event description:
A malfunction was reported, identified by the customer as "malf 9." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reappeared. No additional information was provided regarding the outcome of the event.